Event description:
It was reported that during a heart procedure while removing the introducer sheath, it fell apart and a piece went into the surgical site. The surgeon reported that it was removed from the patient at the time and no patient adverse consequence occurred.

Manufacturer narrative:
The device has not been received for evaluation. Upon receipt of product and completion of investigation, a follow up report will be submitted.